Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported weave cable wear and requested fse to implement (B)(4). Fse paged on (B)(6) 2016. There was no patient involvement.